Manufacturer narrative:
Results: the lantern was fractured approximately 25.5 cm from the hub. The device was ovalized approximately 54.5, 85.5 and 133.5 ¿ 134.5cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture. This damage was likely a result of the reported rhv being tightened too hard. If the rhv is overtightened, resistance may be experienced during advancement and damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations on the mid-shaft and distal shaft. The distal ovalization may be a result of forceful advancement of the device around a sharp turn during the procedure. The additional ovalizations may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the popliteal artery using a lantern delivery microcatheter (lantern) and support catheter. During the procedure, while advancing the lantern through the catheter around a sharp turn, the lantern would not advance further. Subsequently, the lantern and catheter were removed. Upon re-advancing the lantern into the rotating hemostasis valve (rhv), the lantern broke in two at the mid-shaft. It was reported that the rhv was tightened too hard, which caused the lantern to break. Therefore, the lantern was removed again. The procedure was completed using a non-penumbra microcatheter and a new diagnostic support catheter. There was no report of an adverse effect to the patient.